Event description:
A 26mm diameter x 15mm diameter x16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the length of the aortic neck was 12mm, it was reverse funnel shaped with a 90- degree angulation; hence making the patient not good endovascular candidate; however, endovascular repair was desired as the treatment option. The bifurcated stent graft was deployed without complication but it fell into the aneurysm sac because of the patient's aortic neck morphology. An aortic cuff was attempted to be placed to correct the situation and it also landed in the aneurysm sac. The physician then elected to convert the patient to open surgical repair. The surgical procedure was uneventful and the patient was reported to be recovering well. No additional sequelae were reported.